Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance. Chest x-ray revealed lead fracture proximal to the suture sleeve. It was noted that the implanting physician believed the lead fracture could have been caused prematurely by the nature of the implant procedure, which was completed slightly vertically due to patient anatomy. The lead was capped and replaced. No patient symptoms were reported.

Event description:
New information noted that the patient's condition was stable prior, during and post procedure.